Event description:
The customer reported a leak from the wbc bath of the coulter lh 750 hematology analyzer when running controls. The volume of the leak was about 1 ml and was contained within the instrument. The customer stated that the hemoglobin (hgb) controls were running high when the leak was noticed. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the lytic reagent tubing was worn. The fse replaced the tube, which repaired the leak. The repairs were verified per established procedures. (B)(4).